Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system could not start up. Troubleshooting determined that the geometry functionality had no power input. The fse then checked the power distribution unit (pdu) and found that fuse 12 of the pdu was defective. This defective fuse was found to be the root cause of the event. The fse replaced the fuse 12 of the pdu. After the fuse 12 was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.